Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access balloons were used to treat the left arm. Approximately 5 months post procedure patient suffered arteriovenous graft stenosis. A fistulogram was performed. This demonstrated patent central veins high-grade stenosis at the venous anastomosis and the patent arterial anastomosis. Intervention consisted of a viabahn stent graft followed by post dilation with a 6mm balloon. Treatment was successful. Patient recovered.